Manufacturer narrative:
The diamond-edges scissor subject of the reported event was requested back for evaluation. The investigation of the event is currently in progress. A follow-up report will be submitted if additional information becomes available.

Event description:
The user facility reported that during a patient procedure, the tip to their diamond-edges scissor broke off. The patient received an x-ray and confirmed no instrument piece(s) were present. No report of injury.

Manufacturer narrative:
The diamond-edges scissors subject of the reported event were returned for evaluation. Evaluation results determined that the device showed signs of heavy use and the tips of the scissors were broken. The instructions for use states, "devices shall be used in accordance with these instructions for use. Read all sections of this insert prior to use. Improper use of this device may cause serious injury. In addition, improper care and maintenance of the device may render the device non-sterile prior to patient use and cause a serious injury to the patient or health care provider." "Proper care and handling is essential for satisfactory performance of any surgical device. The previous cautions should be taken to ensure long and trouble-free service from all your surgical devices. Inspect devices before each use for broken, cracked, tarnished surfaces, movement of hinges, and chipped or worn parts. If any of these conditions appear, do not use the device. Return devices to an authorized repair service center, such as steris ims, for repair or replacement." User facility personnel were counseled on the importance of inspecting scissors for damage prior to each use. No additional issues have been reported.